Event description:
It was reported that the customer experienced a high blood glucose event earlier in the day, but the specific highest value was unknown and displayed as "high." The customer addressed the issue by administering a correction bolus via the pump. Technical support recommended that the customer consult with their healthcare provider to discuss potential factors affecting blood glucose levels.